Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis (pd) therapy which led to peritonitis. The patient experienced peritonitis manifested by abdominal pain and hazy drain. On that same day, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin and amikacin (doses, frequencies and routes not reported) for the peritonitis. One day after experiencing the peritonitis, the patient began getting retrained in proper aseptic procedures for performing pd therapy. The outcome of the patient was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a breach in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.